Manufacturer narrative:
The ICD under complaint was returned for analysis. Before analysis of the ICD, the device history record was inspected, documenting that the device performed as expected during manufacturing. The final acceptance test proved the ICD functions to be as specified. An incoming visual inspection was performed and did not show any anomalies. Subsequently the ICD was interrogated and the memory content was analyzed. The device interrogation revealed the eos battery status, detected on (B)(6) 2019. The device was implanted for approximately 42 months and 25 charging cycles were recorded in the devices memory. The ICD was subjected to an electrical analysis. First, the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal in amplitude and frequency as programmed. A fibrillation signal was applied and the device detected the fibrillation signal as specified and started the charging of a defibrillation shock. However, the charging was aborted due to the depleted battery. Therefore the ICD was opened and the inner assembly was inspected. The visual inspection of the inner assembly showed no anomalies. However, the measurement of the battery voltage revealed a depleted battery. The electronic module was attached to an external power supply to test its functionality. The electrical parameters, particularly the current consumption, and the ability to deliver therapy were found to be normal and as expected. Therefore, the battery was sent to the manufacturer for further analysis. The manufacturing records of the battery were inspected, documenting that the battery parameters were within specification during the battery manufacturing. No anomalies were documented during the production process, associated to this battery. The battery was subjected to a visual and an electrical inspection as well as a microcalorimetry analysis. The visual inspection of the battery did not reveal any external signs of damage. The measurement of the battery voltage confirmed a depleted battery and the microcalorimetry analysis showed an elevated heat dissipation. Next, the battery was opened for destructive analysis. During the inspection of the inner assembly an internal short circuit was identified, which led to an elevated internal self-depletion and therefore contributed to the clinical observation. In conclusion, the device was implanted for 42 months. The battery was found depleted. The therapeutic functionality of the device was tested with an attached external power supply and proved to be fully functional. The analysis revealed an increased internal self-depletion within the battery that contributed to the clinical observation. Biotronik will monitor closely if complaints received in future point towards a common root cause. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimize any such occurrences in future.

Manufacturer narrative:
The ICD was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance test proved the ICD functions to be as specified. The returned data amount to a picture of the programmer devices screen. The picture documented that the ICD activated the eos status on (B)(6) 2019. Based on the information available for analysis, no conclusions can be drawn regarding the activation of the eos status. Should further relevant information or the ICD itself become available for analysis, this investigation will be updated.

Event description:
Ous MDR - during a followup on (B)(6) 2019, it was noted that this device was in eos status. The event date was left off of this report since it did not make sense with the event. There was no mention of intervention.